Event description:
It was reported that the patient presented for a follow-up, and when checking the battery longevity incorrect measurements were noted. No intervention was performed. The patient was in stable condition.